Manufacturer narrative:
This MDR was submitted in error. The needle stick was before use therefor did not cause serious injury or malfunction.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5309670. Conclusion: one customer sample was received with the IV protector loose in the package. This is due to excessive lubricant on the air knives due to wings stuck in the cascade trough which resulted in lubricant on the wing nose. Due to the severity and occurrence of the reported condition, there will be no further action at this time.

Event description:
It was reported that 21 g x .75 in. Bd vacutainer®pbbcs with 12 in. Tubing and pre attached holder has had 6 of the collection sets found without a guard on the needle. The guard that should be on the needle when the package is open is loose and moving around inside the packaging. There was a needle stick as a result. No medical intervention reported for needle stick.